Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was stated that they had been having a lot of trouble with the device recently. It was reported that their device never really worked well, it had never worked right, and with time it had gotten significantly worse. It was stated that no one had been able to keep it working more than a little while and it was annoying; it would work when someone programmed it, and then after a week or more, it would stop. It was clarified that it would work for a little bit, but they would still get up 4 times a night to go to the bathroom. The patient reported that the doctor thought that the positioning or the wires were wrong, and no one had any solutions on how to fix that. It was also stated that the solution was to maybe try and put another in and have one on each side of the bladder. Troubleshooting on the call found that the patient was set at 1.9 on program 4 and they don¿t really make any changes. They then increased stimulation to 2.1 where it was comfortable, and it was noted that they would see if it helped and follow up with their healthcare provider as necessary. It was also stated that they would try to get an appointment at their new urologist¿s office because the rep was coming in the following week. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). Hcp said the patient's device is not functioning now. When asked, the hcp said they only knew the device has been turned off for quite some time; they didn't know what was meant by "device not functioning" or when this started. As a result of what was reported, the patient/caller was redirected to the managing hcp to have the device checked. No patient symptoms were reported and no further complications have been reported as a result of this event.